Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-00308. It was reported that x-rays were taken and showed that both leads had migrated. No accidents or falls reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.